Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 427 mg/dl. Customer reported that the insulin pump had no delivery alarm. Customer reported that the insulin was exited during 5 unit fixed prime. Customer did not allege under delivering. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.